Event description:
It was reported that the minicap was flat at the entrance preventing if from connecting to the transfer set. This was noticed at the end of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This defect according to specification corresponds to a molding defect, and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: based on visual inspection the defect identified corresponds to a molding defect (baxter cleveland). Notification was sent to the internal manufacturer of this component for further investigation into the cause of the reported event.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.